Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a surgical procedure the footswitch was not recognized by the system. Additional information has been requested

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced. Additionally, the footswitch cable and interface (which both belong to the system) were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 19, 2011. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming footswitch interface pcb, footswitch, and footswitch cable; however, how that footswitch interface pcb, footswitch, and footswitch cable became non-conforming remains inconclusive. (B)(4).